Manufacturer narrative:
No reset error alarm was noted and the insulin pump passed the reset test. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed general- unexpected restart. The customer's blood glucose was normal. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.